Manufacturer narrative:
The returned material was visually inspected under a microscope. The remaining portion of the spiral tip showed that it had been bent. There were no known defects in the metal. The returned material was sent to the vendor for further analysis. The vendor reported to the philips support quality engineer that they believe the spiral tip electrode had been over rotated. A supplier corrective action request has been opened for the vendor to further investigate the reported issue.

Manufacturer narrative:
It was initially reported that the spiral tip of the fetal spiral electrode (B)(4) had broken. At that time, it was also reported that there was no patient incident/injury. Additional information was received on (B)(6) 2018. This information indicated that the spiral tip of the fetal spiral electrode (B)(4) had broken off in the infant's scalp and that the tip of the electrode is planned to be removed through an incision under local anesthesia. Philips is awaiting further information about this incident.

Event description:
The customer reported that the spiral tip of the fetal spiral electrode (B)(4) had broken. The spiral tip of the electrode remained in the infant's scalp.

Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the spiral tip of the fetal spiral electrode (989803137631) had broken. There was no reported patient incident/injury.